Event description:
The following information was provided to us by the user while he stopped at a port he is still on the cruise ship at this time. At (B)(6), the luggie scooter user was riding the scooter up on a 30" degree incline even though our owner's manual specifies not to exceed a 6" degree incline. So the luggie lost power per the report we received on (B)(4) 2013 from the user. Then he rolled backward out of control, then he fell and the scooter fell over him. He landed on his left side, he said he was bearing the brunt on his left elbow and the left side of his head. It resulted in a large heavy bleeding lump on his head. In addition, to a large lump on his left elbow, he also has abrasions on his left shoulder. We specifically mention on our owner's manuals that go out with all luggie scooters the proper use of the luggie and what the recommended incline is per our manufacturer. (B)(6) went on a (B)(6), which he will be on it until (B)(6) 2013 because this is a cruise around the world based on the information we received from him. While he was at (B)(6), he was riding the luggie on a 30' degrees incline (this is against the luggie owner's manual recommended incline maximum of 6" degrees). He specified that the luggie lost power and started to roll backward out of control. He fell and landed on his left side and the luggie fell on top and over him. Which lead to his injuries of (left elbow lump and bruised, a large heavily bleeding lump on his head, and has abrasions on his left shoulder). He informed us that he is doing better and that he will contact us when he arrives to the next port, so that we can have updated information until he is able to return to the USA on (B)(6) 2013. We have not yet been able to run any test nor are we able to return the luggie to the manufacturer due to the fact that it is still in the ocean on his cruise.